Event description:
The complainant reported that in 2007, the clinicians preparing to perform a radiofrequency ablation (rfa) procedure on the liver of a pt (age and gender unk). During this preparation, and while still outside the pt, the clinicians inserted the leveen superslim needle electrode into the metal needle guide, but resistance was felt. Upon removal of the needle from the metal needle guide the clinicians noted that the needle's insulation was peeling. The clinicians then obtained another leveen superslim needle electrode and successfully completed the pt procedure. The complainant reported that there was no adverse effect to the pt as a result of the reported problem.

Manufacturer narrative:
A review of the device history record was performed and revealed no related issues with this complaint. A lot history search was performed and found no other complaints against lot number 9295272. The leveen needle electrode was returned to this manufacturer for evaluation. Residue was present on the device handle indicating pt use. The visual evaluation found that the insulation had been damaged. The insulation was found to have been split and grated along the cannula electrode. The insulation was damaged from approx 4 to 9 centimeters from the distal tip of the device. A functional evaluation found that the array could be extended and retracted without issue. The array was visually examined and a full even umbrella shape was found. The continuity of the tines of the array was found to be able to conduct current indicating proper connectivity of the device. The peeled area in the insulation was also checked for possible continuity, and it was verified that current could be conducted through the damage in the insulation. This customer complaint was confirmed. The root cause of the complaint has been determined to be as a result of the user's technique with the metal needle guide. The dfu for the leveen superslim needle electrode warns the user of the following: if a needle guide is used, such as with the leveen superslim needle electrode, carefully advance the electrode through the needle guide, making certain not to bend the needle. Needle guides have edges that can cause damage to or removal of portions of the insulation on the needle electrode. A break in the insulation may result in tissue burns along the length of the electrode. A corrective action has been opened to address damaged insulation issues. The june 2007 rf probes product family trending chart was reviewed and the product family is not at or above the complaint alert limit and does not show a negative trend. In addition, the june 2007 15-month rf probes complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.